Event description:
It was reported that the patient was referred for a full revision due to high impedance and prophylactic generator replacement. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.

Event description:
Patient underwent generator replacement surgery on (B)(6) 2016. The explanted generator was not received to date and was reported to have been discarded. High impedance was not observed on the day of surgery prior to explant or after the generator replacement.